Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion code 68 failure observed during analysis. A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 7.6-8.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.